Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt, migration, retrieval difficulties and limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment the filter tilted, migrated, and was unable to be retrieved. Reportedly, the patient experienced chest pain due to a detached filter limb, which remains embedded in the psoas muscle. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately a month post deployment, a CT confirmed pulmonary embolism. Approximately three weeks later, multiple attempts were made to remove the filter using the retrieval system. The filter was seated at an angle and the cone was not able to be placed over the filter tip. Retrieval was attempted using a snare as well as retriever forceps but was unsuccessful. The procedure was then aborted. Approximately four years post deployment, a CT showed extension of several of the caval filter struts beyond the ivc margin, with a leftward tilt of the filter. A chest cta showed several legs extending outside the ivc lumen and a detached leg of the ivc filter within the mid-portion of the right psoas muscle. Therefore, the investigation can be confirmed for filter tilt, perforation of the ivc, limb detachment and retrieval difficulties. However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per the medical records, the filter was tilted and the cone was not able to be placed over the filter tip. Multiple unsuccessful attempts were made using cone, snare and forceps to retrieve the filter. Therefore, the filter tilt could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: 2907, 4001).

Event description:
It was reported through the litigation process that sometime post filter deployment it was alleged that the filter tilted, migrated, and was unable to be retrieved. Reportedly, the patient experienced chest pain due to a detached filter limb, which remains embedded in the psoas muscle. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached perforated, tilted, and migrated. The device was removed percutaneously, following an unsuccessful retrieval attempt; however, a strut remains in the psoas muscle. There was no reported attempt to remove the detached filter strut. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately a month post deployment, a CT confirmed pulmonary embolism. Approximately three weeks later, multiple attempts were made to remove the filter using the retrieval system. The filter was seated at an angle and the cone was not able to be placed over the filter tip. Retrieval was attempted using a snare as well as retriever forceps but was unsuccessful. The procedure was then aborted. Approximately four years post deployment, a CT showed extension of several of the caval filter struts beyond the ivc margin, with a leftward tilt of the filter. A chest cta showed several legs extending outside the ivc lumen and a detached leg of the ivc filter within the mid-portion of the right psoas muscle. Therefore, the investigation can be confirmed for filter tilt, perforation of the ivc, limb detachment and retrieval difficulties. However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per the medical records, the filter was tilted and the cone was not able to be placed over the filter tip. Multiple unsuccessful attempts were made using cone, snare and forceps to retrieve the filter. Therefore, the filter tilt could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2012). (Device: 2907, 4001).

Event description:
It was reported through the litigation process that sometime post filter deployment it was alleged that the filter tilted, migrated, and was unable to be retrieved. Reportedly, the patient experienced chest pain due to a detached filter limb, which remains embedded in the psoas muscle. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, migrated, tilted and the struts perforated into the organs and embedded in wall of the ivc. The device was removed percutaneously, following an unsuccessful retrieval attempt; however, a strut remains in the psoas muscle. The current status of the patient is unknown.